Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the same day, it was reported that the patient was experiencing cold sweats. The patient¿s cgm was reading 178 mg/dl, but the patient did not have a bg meter to take a comparison value. The patient decided to go to the ER to have his bg meter reading tested. At the ER, the patient¿s cgm was still reading 178 mg/dl and the bg meter was reading 108 mg/dl. The patient was treated with IV fluids. The patient calibrated his cgm device and was discharged home later the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.